Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, that the patient was in the hospital for port placement for treatment of laryngeal cancer. The patient¿s lactate dehydrogenase (ldh) was 344 u/l, inr was 1.7. No further signs of hemolysis. The patient was to be started on heparin after the line placement for the treatment of laryngeal cancer. The submitted log file was reviewed by the manufacturer¿s technical services representative and revealed elevations in pump power. On (B)(6) 2017, it was reported that the high powers and flows resolved on their own while the patient was in the hospital. There was no further testing for the elevated powers and flows, and there was no concern for thrombus. The patient will continue to be monitored. The patient¿s cancer diagnosis and treatment were the priority over lvad intervention. The patient was not a candidate for a pump exchange at this time. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed driveline fault alarms as well as elevations in pump power and estimated flow; however, a specific cause could not conclusively be established through this evaluation. The log files captured nearly consistent driveline fault alarms. Additionally, elevations in pump power and estimated flow were captured throughout the duration of the log files. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.